Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. "Taxus stent. Mid lad lesion that restenosed two to three months out." The restenosis was treated using a non bsc stent, unk size. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.